Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure two resolute onyx coronary des were implanted in the lad. Approx ten days later the patient suffered upper gi bleed reported as most likely secondary to known hiatal hernia and cameron erosions in the setting of dual antiplatelet therapy. Patient was on dapt at the time of the event. The patient was treated with medication. Investigator assessed the event as not related to the index device and possibly related to the antiplatelet medication. Patient recovered. (Updates 02/05 -apr-19 reviewed).

Manufacturer narrative:
Cec adjudicated the bleeding event as barc type 3a and commented less that 5mg drop plus blood transfusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated the bleeding event as barc type 2 with no blood transfusion. If information is provided in the future, a supplemental report will be issued.